Event description:
Kimberly-clark legal department received a report stating, "a procedure involving a baylis needle at (B)(6) hospital for special surgery, the needle broke and part of the needle was 'left behind." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. We received limited information regarding the nature of the event and patient outcome. The device was not returned to kimberly-clark for evaluation, therefore we cannot determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.